Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that when the lesion was treated with the 2.5 x 15 mm rx voyager, the balloon ruptured below rated burst pressure (rbp) at 14 atm. No additional event or patient information is available.